Event description:
Additional information was received that the patient's cause of death was ventricular fibrillation (vf). It was confirmed that there were no device allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received an out of service form that was completed by a forensic's technician. On the form, product performance issue was noted under the event information. It was noted that the primary care physician reported an anomaly with the device. This was further clarified as meaning there was an anomaly with an EKG that was taken when the patient was recently seen by her primary care physician. The primary care physician tried to reach the patient after the appointment, but was unable to so contacted the police. The police performed a wellfare check and found the patient deceased at her home. The manner of death documented was cardiac related. Boston scientific has no further information regarding the device or its involvement in the patient's death. The investigation is ongoing pending additional information that was requested of the field.